Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/28/2010. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side device replacement due to rupture. Manufacturer of the device is unknown. Device was explanted.